Manufacturer narrative:
The reported field event of interrogation anomaly was confirmed in the lab. Final analysis found communication could not be established between the programmer and the device via radio frequency (rf) telemetry. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that prior to implant, interrogation of the implantable cardioverter defibrillator (ICD) was unsuccessful. An error message was displayed indicating "erroneous parameters" had been detected, and then the device was unable to discovered. The procedure was completed using an alternate ICD on 18 nov 2024. The patient was stable.